Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the programmer exhibited autonomous cursor movement after the update. It was noted that during the finger touch test for cursor misalignment, the cursor was unable to follow the movement of the finger. Performed electromagnetic interference (emi) repair as preventive measure to solve the reported issues. Additionally, it was observed that there was software update related error codes in the log files. The software was reinstalled and updated to latest version. It was observed that the vague stripes on display. The lcd was replaced. It was also observed that the cord bay left latch, upper bullets, left keyboard hinge were broken and cooling fan was noisy. All found defective parts were replaced and all identified issues were resolved. The programmer passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement after update. It was noted that during the finger touch test for cursor misalignment, the cursor was unable to follow the movement on the finger. There was no patient involvement.